Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use, 5 ml leakage occurred. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: material no.: 309646 ,lot no.: 1258099. Customer called and stated that 2 syringes out of 1 pack, the liquid went passed the plunger. Doe: (B)(6) 2023.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use, 5 ml leakage occurred. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: material no.: 309646, lot no.: 1258099. Customer called and stated that 2 syringes out of 1 pack, the liquid went passed the plunger. Doe: 5/13/2023.